Event description:
A touchscreen responsiveness issue was reported when the pump screen failed to respond to the customer's input. There was no reported impact on the customer's blood glucose level. The customer attempted a pump reset, which did not resolve the issue, and was instructed to perform a touchscreen 1,2 test, which failed. Ultimately, the pump was replaced by technical support, and the customer was informed of the need for replacement under warranty. The customer did not share which backup therapy would ensure uninterrupted insulin delivery and was instructed to return the defective pump.